Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose (bg) level was 553 mg/dl with high ketones. The elevated bg was addressed by a correction bolus via the pump. Ketone levels were identified as life threatening by health care provider. Customer went to the hospital and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2023.